Event description:
It was reported to manufacturer that high lead impedance, end of service status set to no, resulted from both normal mode and system diagnostic tests when the vns patient's device was tested at a recent follow up visit. There was no report of trauma or manipulation that could have contributed to the high lead impedance. The device was subsequently disabled and the patient was referred to a surgeon for x-rays. X-rays have not been set to manufacturer for review. Revision surgery is likely.

Manufacturer narrative:
Conclusion: device failure is suspected, but did not cause or contribute to death or serious injury.